Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 01/08/2016. The fse confirmed a leak in the area of the bsv due to a loose blood detector which obstructed the bsv rotation. The fse remounted the front blood detector resolving the issue. (B)(6).

Event description:
The customer reported approximately 2 ml of clear fluid had leaked from a coulter lh 500 hematology analyzer; the leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.